Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci si left upper pulmonary lobectomy procedure, the curved bipolar dissector instrument was observed to be arcing at the wrist of the instrument. No patient harm, adverse outcome or injury was reported. No further information was provided.